Event description:
It was reported that a malfunction occurred with the customer's pump, which was identified by the code malf 12. There was no adverse impact to the customer's blood glucose level. The technical support team assisted the customer in attempting to reset the pump multiple times, but it was unsuccessful. As a solution, a replacement pump with updated software was issued, and the customer will use mdi as backup therapy. The customer was instructed on returning the old pump and advised on transferring settings and connecting their cgm to the new pump.